Event description:
Device 1 of 3 (refer to manufacturer's report number 1627487-2008-00016 for device 2 and 1627487-2008-00017 for device 3). The patient was implanted with a scs system in 2008. It was reported that the patient developed an infection following the procedure at the ipg pocket and lead entry sites. Patient is on antibiotics and system explanted at about one month later. The system was not returned to ans for evaluation. It was reported through follow-up that the patient is doing well and will be re-implanted once healed.

Manufacturer narrative:
Evaluation for device 1 of 3 (refer to manufacturer's report number 1627487-2008-00016 for device 2 and 1627487-2008-0017 for device 3). Evaluation codes: method: device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.